Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient suddenly no longer had hearing sensation with the device on (B)(6) 2018. An incident of accident or trauma is unknown. Re-implantation is planned.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition, in situ measurements show two channels involved in a short circuit one month after implantation. The cause for the observed short circuit could not be determined. No information about possible re-implantation is available yet.

Event description:
The recipient suddenly no longer had hearing sensation with the device on (B)(4) 2018. An incident of accident or trauma is unknown. Re-implantation is planned but a date for surgery has not been received.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition, in situ measurements showed two channels involved in a short circuit just one month after implantation. The cause for the observed short circuit could not be determined. The device was explanted; however it has not been received for investigational purposes yet.

Event description:
The recipient suddenly no longer had hearing sensation with the device on (B)(6) 2018. An incident of accident or trauma is unknown. The recipient was re-implanted.